Manufacturer narrative:
Concomitant products: 400358 lead, implanted: (B)(6) 1988.

Event description:
It was reported that during device follow-up, intermittent noise was noted on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.